Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is scheduled to be revised to address polyethylene wear and instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon further review, this product was reported under the wrong MFR number. This event will be reported under 0001825034-2018-03177.